Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that during use, one of lcsc5 jaws broke off and fell into the pt. The broken piece was retrieved without incident. How the case was completed is unknown. No further information is available.